Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision of the shell for unspecified reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).D4: Attempts have been made to gather all product identification information and no further information has been provided.D10:Therapy date: (b)(6) 2026.G2: Foreign - Event occurred in Australia.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.